Event description:
It was reported that surgeons had been experiencing issues with our clip appliers. These issues include: the clip appliers transecting vessels, clips falling off, clip appliers not firing, jamming, and firing more than one clip. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.